Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial middle portion of the lead was returned in one piece. An internal insulation abrasion was found distal to the suture sleeve tie impression breaching the ring electrode cable lumen. The ring electrode cables and the inner coil lumen were intact in this location. The cause of the reported event was due to the internal insulation abrasion.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that damage was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.